Manufacturer narrative:
Final device analysis revealed no anomaly found-normal device function.

Event description:
The pt's device was returned for disposal, no other info was provided. According to the MFR's device registration system, the pt expired in early 2007. The health care provider indicated that the last pump refill was in 2006. The healthcare provider was consulted in early 2007' due to the pt having a stroke. No further info was available.